Manufacturer narrative:
(B)(4).

Event description:
My daughter took a sip of that liquid [accidental device ingestion] . Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a (B)(6) year-old female patient who received denture cleanser (corega tabs) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On (B)(6) 2021, the patient started corega tabs. On (B)(6) 2021, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2021. Consumer reported that "I had put a glass with the tablet and my daughter took a sip of that liquid."